Event description:
It was reported that one day post implant, the device reported a high impedance value. A new system was implanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.